Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. The account reported the device was flushed successfully prior to use. Therefore, the cause of the obstruction of flow is likely sub optimal positioning due to interaction with the anatomy or a possible tissue obstruction. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, the physician never had blood return when he put the second device in [obstruction of flow at marker lumen]. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to an 18f sheath and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.